Event description:
It was reported that the patient's device was removed due to infection. The device ws not replaced. Patient death did not occur, but outcome was not known. Additional information from the patients physician was requested.

Manufacturer narrative:
Lead: model 3998, lot # v011699, implanted: (B)(6) 2010, explanted: unk. Lead: model 3998, lot# v062321v01, implanted: (B)(6) 2010, explanted: unk. Extension: 3708260, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011. Extension: 3708260, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.